Manufacturer narrative:
Device was evaluated by the distributor.

Event description:
It was reported that once a patient exited the bed, it took about 4-5 seconds for the bed exit alarm to go off. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.